Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo and video were provided. Upon visual inspection of the video, it appears the suction of the device is not working as normally. A manufacturing record evaluation was performed for the finished device lot number [u2102129], and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the video, this complaint can be confirmed. The photo and video provided does not contain enough evidence to determine why the customer experienced the failure. Without physically evaluating the device, a definite a specific root cause cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery of the knee on (B)(6) 2022, it was observed that the vapr coolpulse90 electrode device had no suction. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.